Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. In accordance with technical support, the regulator output is the same as the supplied pressure. The fault was found in the inspiration block on march 2018 and needs a replacement. The repair went well after the replacement.

Event description:
The customer reported that the bellavista 1000 experienced alarm 388-"no o2 dosing possible" while evaluating the log file. As of this time, it was not confirmed if there was patient involvement associated with this reported event.